Event description:
It was reported to medtronic neurosurgery that the strata valve was implanted on (B)(6) 2011. The pt was still suffering from hydrocephalus symptoms and decided to have the valve explanted on (B)(6) 2012. Before explanting the valve the physician tested it and found that it only flowed when the reservoir was pressed. After the valve was explanted out the physician tested the valve and found it to be fully functional.

Manufacturer narrative:
The device was not returned. Therefore an eval of the device performance is not possible. A review of the mfg records showed no anomalies. All valves are 100% tested at the time of MFR.